Event description:
This case was initially received via regulatory authority (B)(4) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ("painful severe menstruation") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: copper iud until (B)(6) 2011. In (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced procedural pain ("insertion painful"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), hernia ("hernia"), neuralgia ("nerve pain"), fluid retention ("fluid retention"), peripheral swelling ("swollen hands"), arthralgia ("joint pain"), arthritis ("arthritis "), myalgia ("muscle cramps and pains"), muscle spasms ("muscle cramps and pains"), migraine ("headache/migraine"), urinary tract infection ("chronic urinary infection"), restless legs syndrome ("restless legs"), exostosis ("heel spur"), food intolerance ("food intolerances"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), poor quality sleep ("poor sleeping") and fatigue ("overtired"). The patient was treated with surgery (essure and fallopian tubes were removed ). Essure was removed on (B)(6) 2016. At the time of the report, the procedural pain, dysmenorrhoea, hernia, neuralgia, fluid retention, peripheral swelling, arthralgia, arthritis, myalgia, muscle spasms, migraine, urinary tract infection, restless legs syndrome, exostosis, food intolerance, feeling abnormal, memory impairment, poor quality sleep and fatigue outcome was unknown. The reporter provided no causality assessment for arthralgia, arthritis, dysmenorrhoea, exostosis, fatigue, feeling abnormal, fluid retention, food intolerance, hernia, memory impairment, migraine, muscle spasms, myalgia, neuralgia, peripheral swelling, poor quality sleep, procedural pain, restless legs syndrome and urinary tract infection with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: dysmenorrhoea-analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.